Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by london implant retrieval centre (lirc).

Event description:
Information was received that a revision procedure was performed on (B)(6) 2017 due to an infection. During a review of investigation findings from lirc it was identified that the rod had mechanical damages. No other information in relation to patient has been reported.